Event description:
It was reported the patient lost stimulation sensation. The symptoms began one day ago. The patient programmer was checked and the 9 volt battery was showing a green light. The reason for the sudden loss of stimulation was unknown. The patient remained at home and was planning on contacting the hcp. Additional information has been requested but was not available on the date of this report.